Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported headache, runny nose, insomnia, fatigue, weakness. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported and this was incorrectly marked in section b.2. A1 was updated with the name, date was updated in b3, phone no was added in section e1, consumer and foreign was marked in g.2, date was updated in g3, code 10 was incorrectly selected in section h.6. And h3 was marked as device evaluation anticipated, and yet not begun (02). The report should have been sent for product problem only in section b.1.

Manufacturer narrative:
This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
Additional information was received on mar 24, 2025 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported headache, runny nose, insomnia, fatigue, weakness. There was no report of serious patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and the unit got corrected. Sections d8, d9, h2, h3 and h6 has been updated in this report.